Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow up. Far r-wave oversensing after ventricular pacing was observed. The ICD was reprogrammed. The patient will continue to be monitored with routine follow ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.